Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh retraction that had balled up, and mesh retracted with mobilization from the anterior abdominal wall. Post-operative patient treatment included repair with two new pieces of parietex mesh, lysis of adhesions, excision of the retracted edge of the mesh and re-securing of the mesh to the abdominal wall after the new mesh was implanted, and the inferior portion of the mesh was left intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh retraction and had balled up, mesh retracted with mobilization from the anterior abdominal wall, congenita malrotation, mesenteric inflammatory changes, abdominal wall bulges, discomfort, hematoma, mesh erosion, mesh adherent to bowel and abdominal pain. Post-operative patient treatment included laparoscopic ventral hernia repair with parietex mesh and removal of ventral mesh, lysis of adhesions, excision of the retracted edge of the mesh and re-securing of the mesh to the abdominal wall after the new mesh was implanted and most inferior portion of the mesh was left intact, and laparoscopic removal of old mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh retraction and had balled up, mesh retracted with mobilization from the anterior abdominal wall, congenita malrotation, mesenteric inflammatory changes, abdominal wall bulges, discomfort, hematoma, mesh erosion, mesh adherent to bowel, abdominal pain, bowel obstruction, & pain. Post-operative patient treatment included laparoscopic ventral hernia repair with parietex mesh and removal of ventral mesh, lysis of adhesions, excision of the retracted edge of the mesh and re-securing of the mesh to the abdominal wall after the new mesh was implanted and most inferior portion of the mesh was left intact, laparoscopic removal of old mesh, & CT scan. Relevant tests/laboratory data: 07 sep 2012: CT scan: patient has not undergone a hemicolectomy. The ileocecal valve is located in the left upper quadrant. The duodenum has a vertical course with small bowel loops within the right side of the abdomen. This is consistent with a congenita malrotation. No volvulus is seen. (B)(6) 2012: CT abdomen w/contrast reveals wide mouth umbilical hernia with a second small fat containing umbilical hernia above this first hernia. Mild mesenteric inflammatory changes within right upper quadrant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia. It was reported that after implant, the patient experienced recurrence, adhesions, mesh retraction and had balled up, mesh retracted with mobilization from the anterior abdominal wall, congenita malrotation, mesenteric inflammatory changes, abdominal wall bulges, discomfort, hematoma, and abdominal pain. Post-operative patient treatment included laparoscopic ventral hernia repair with parietex mesh and removal of ventral mesh, lysis of adhesions, excision of the retracted edge of the mesh and re-securing of the mesh to the abdominal wall after the new mesh was implanted and most inferior portion of the mesh was left intact, and laparoscopic removal of old mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was implanted during a hernia. It was reported that after implant, the patient experienced adhesion, mesh retraction that had balled up, and recurrence of three ventral hernias. Treatment included repair with two new pieces of parietex mesh two years after the product was implanted. After this initial treatment, the previously placed mesh retracted with mobilization from the anterior abdominal wall. The patient also later experienced mesh that was adherent to bowel loops with one portion that could not be safely removed, adhesions and recurrent hernias. Treatment for these conditions include additional lysis of adhesions, excision of the retracted edge of the mesh and re-securing of the mesh to the abdominal wall sixteen months after the new mesh was implanted. The inferior portion of the mesh was left intact, and recurrent hernias repaired with new parietex mesh.